Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 21 mmol/l (378 mg/dl) while wearing the pod on their arm between 5 and 24 hours. The patient reported being distressed about high bg levels and pain at the pod insertion site. The pod had been applied at approximately 3:50 pm and the pain was described as zapping, stinging, or heat, and the patient observed the cannula had dislodged. Upon removal of the pod, the cannula was found to be slightly bent. The patient stated that they would place a new pod. The patient confirmed there was no insulin smell, no redness or swelling at the insertion site. There was no medical assistance required.